Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained ventricular oversensing alert was observed via a merlin.net transmission due to loss of ventricular capture. Subsequently, patient was brought into clinic and the device was reprogrammed.